Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found.

Event description:
It was reported that during the implant procedure after initially placing the left ventricular (lv) implantable pacing lead the lead became dislodged and required repositioning. Attempts to reposition the lead were unsuccessful and a new lead and guidewire were used. Additionally, after successfully obtaining lead electrical measurements through the analyzer all leads were connected to the implantable cardiac resynchronization therapy device but proper pacing could not be reproduced through the lv lead. Attempts to correct the issue were unsuccessful. A new device was requested and implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID d314trm, implantable cardiac resynchronization therapy device, implanted: (B)(6) 2013. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.